Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a fluid leak and inability to inflate consistently. All components were explanted, the site irrigated, and a new ipp implanted. There were no patient complications. The explanted components will not be returned for analysis. A supplemental report will be filed should additional information received or the device returned for analysis.